Event description:
It was reported that in 2009, the patient¿s leads ¿snapped and broke away from the spine.¿ it was noted that there was a ¿lump on his spine that had not been there before¿ after the leads were replaced. It was noted that this lump was not painful or sore. It was noted that the lump was ¿3 inches long and about a half an inch above the spine elongated.¿ it was noted that the ¿physicians did not know what it was.¿

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that there was no documentation of a ¿lump¿ on the patient¿s spine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3487a-45, lot# v085148, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's back was "getting worse." The patient reported that "at certain times, my position, I don't feel it at all...and then if I change position, it can get up to 3." The patient reported they were unable to receive an MRI to determine what the "bump" was.